Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to reset the pump with guidance from technical support, after which the error did not reoccur, and the sensor session was successfully started.